Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral stem and insert. No additional reports were identified against the femoral head. Per procedure (B)(4), the insert and femoral head are exempt from device history record review. Review of the femoral stem device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update rec'd 9/19/2014 - sales rep reported revision surgery. Patient was revised to address pain and a limp while walking. The information received does not change the MDR decision. Update 8/18/2015-pfs and medical records received. After review of the medical records for MDR reportability, no revision operative note was provided to indicate why the cup was removed. Lab results did indicate metal ion levels were below 7ppb. The stem is being added for the limp. The complaint was updated on: 9/16/2015 the complaint was updated on: 9/25/204.